Manufacturer narrative:
No part or lot information was provided by the reporter. No definitive root cause could be established. Possible adverse events loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain

Event description:
On (B)(6) 2024, the reporter mentioned they were waiting on information on a mariner set screw loosening event. No further information was provided.